Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, high voltage lead impedance was observed. There are no planned interventions and the patient is stable.

Event description:
New information received notes that there was no alleged malfunction on the device and that tissue growth on the lead header was suspected.